Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass, the shunt sensor leaked. The product was changed out. The surgery was completed successfully. There was 1cc blood loss. Event occurred at a (B)(6) hospital. Although no injury was reported, tcvs reporting procedure indicates any blood loss on a pediatric pt is an injury.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).